Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: the patient's mother opened the package and the syringe came but without the needle.

Manufacturer narrative:
H.6. Investigation: customer returned an image of two syringes on a polybag labeled for 0.5ml, 30 gauge, 8mm syringes from lot 144267. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. The second syringe is intact with no way to examine it further. A review of the device history record was completed for batch# 1144267. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: the patient's mother opened the package and the syringe came but without the needle.